Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part # 00770100000 serial # (B)(6) identified the device passed all test cuts and was conforming to specifications. Devices are used for treatment. A definitive root cause cannot be determined. The devices were found to be conforming to specifications. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the donor graft skin got split when meshed. The event occurred during surgery. It is unknown at this time if there was serious injury. The graft was damaged; however, it was able to be used. No additional graft required. No adverse events were reported as result of this malfunction.